Event description:
It was reported that the pulse generator sensor was programmed on but it did not increase frequency.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.